Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a permanent implant procedure on (B)(6) 2020, the physician suspected an epidural hematoma. As a result, the paddle lead was explanted. MRI imaging studies of the head and thoracic cavity were all within normal limit. The lead was replaced on (B)(6) 2020. Effective therapy was restored post operatively.